Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated that they had experienced high blood glucose. Customer had another blood glucose was 347mg/dl. Blood glucose reading was 471 mg/dl. Customer has treated high blood glucose with insulin pump and manual injection/insulin pen. Troubleshooting was performed for high blood glucose. No possible cause found. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer reported auto mode feature was inactive during reported high blood glucose event. The device will not be returned for analysis.